Event description:
The clinician reports the implant was inserted 2021-12-22 in ada 4. On 2022-03-09, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.